Event description:
Consumer mailed in the survey to complain the 1st one came apart in 12 days. The 2nd one became so deformed it became unusable in 12 days. Rather than have my money back than a replacement.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.